Event description:
Report received that "catheter broke off completely at pump nipple." Follow up with hcp revealed patient experienced "good and bad response to baclofen therapy" - had "no withdrawal" - patient just never got better and stayed better. Catheter was found to have 2 cracks - one at the connection and one further down. These cracks seemed to be leak based upon patient's position. Patient's catheter was repaired not replaced. Patient is doing very well post repair.